Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. The initial report from the facility indicated that attempts were made to re-enact the situation, however the incident could not be replicated and the free flow protection clip engaged as designed. Although a definitive conclusion could not be made regarding the cause of the reported event, incidents of over infusion/free-flow can potentially be caused by a mis-loading of the IV set into the pump. The instructions for use (IFU) for the reported product catalog number contains cautions/notes on set loading instructions, including: "caution: unrestricted fluid flow may occur if set is not properly installed in pump." "Note: flashing yellow triangle in pump will go out when green anti free-flow clip is properly loaded. If yellow triangle blinks, green clip is not properly installed." Follow-up correspondence with the reporter indicated that an anti-siphon (asv) valve was not used on the set. A recommendation was made to the reporting facility to utilize an asv valve on infusions to prevent the risk of unintended gravity free-flow due to a misloading of the IV set. The asv valve provides additional free-flow protection. The reporter indicated they will switch back to a similar IV set that already contains an asv valve. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports while changing the tubing, the nurses noticed that the IV was free-flowing and that the free flow protection clip was not engaged. The patient was accidentally administered approximately 10 units of insulin. This was caught immediately by the nursing staff and was reversed with administration of d5. There was no patient injury. The reporter stated that four different attempts were made to re-enact the same situation by opening and closing the infusomat pump door, but the incident could not be replicated and the free flow protection clip engaged as designed.based on follow-up correspondence with the reporter, the reporter confirmed that an anti-siphon (asv) valve was not used on the set.